Event description:
It was reported the intellivue x3 monitor was presented with a loudspeaker error. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt conducted confirmed that there was no sound coming from the device. A philips field service engineer (fse) went onsite and confirmed the reported issue ¿loudspeaker error" displayed and no sound from the device. He determined that the loudspeaker was not connected. Based on the information available and the testing conducted, the cause of the reported problem was disconnected speaker. The reported problem was confirmed. The fse reconnected the speaker to resolve the issue and the device returned to full functionality. E1: reporting institution phone(B)(6). E1: reporter phone# :(B)(6).